Event description:
It was reported a novum iq large volume pump under-infused. During a levophed infusion, the volume to be infused was approximately 100ml; however, the bag remained full. The consequence of the under-infusion was the patient became ¿severely hypotensive.¿ this resulted in the nurse ¿increasing the dose beyond the maximum.¿ the pump was swapped. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.